Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was returned to saluda for analysis. The device passed both visual and functional testing. The set screws were successfully deployed in both port holes and no visible damage to the port plug was observed. The root cause of the cls and lead migration and loose port plug cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include: cls and lead migration, which may result in pain or difficulty in charging; undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Device information for evoke cap12 percutaneous lead kit - 60cm, model - 103112, catalog - 1008, lot number - unknown, UDI - (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site when exiting their car. During troubleshooting, the patient reported unintended stimulation when the therapy was turned on in an open loop program. An x-ray was obtained and confirmed rotation of the cls, a dislodged port plug, and a lead migration. A revision procedure was performed, and the cls was replaced, and the lead was repositioned to resolve the reported event. It was noted that a non-saluda anchor was used to secure the migrated lead.